Event description:
It was reported that during a meniscorrhaphy surgery in (B)(6), when used the normal package device fast-fix 360, following the standard operations, t1 and t2 deployed simultaneously. No patient injury was reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The complaint stated: "it was reported that during a meniscorrhaphy surgery in no.(B)(4), when used the normal package device fast-fix 360, following the standard operations, t1 and t2 deployed simultaneously. No patient injury was reported." If a defect is observed, the device should be returned as found. This device has indications of attempted use. The return consisted of the fast fix device and a fragment of an unidentifiable anchor with a strand of damaged suture attached. The depth limiter was attached. It is flared. The symptoms are indicative of difficulty with reaching the desired anchoring location and difficulty with anchoring. Per IFU: "do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed". This includes twisting of the needle during locating. A functional test confirmed that the device delivery system cycled and actuated. No root cause related to the manufacture of the device was confirmed.